Event description:
It was reported that this pacemaker exhibited undersensing of atrial arrhythmia episodes with atrial intrinsic amplitude out of range. This rhythm appeared consistent with atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the right atrial automatic threshold (raat) test was found to be in suspension. Technical services (ts) was consulted and recommended cardiology evaluation for atrial sensitivity. No adverse patient effects were reported. This pacemaker remains in service.